Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the device was stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device got stuck with a non-boston scientific guidewire. The catheter and guidewire were removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported.